Event description:
During a ladg procedure, there was a blade error at 2 hours after started using. Thighened the connection, but error again. It was brand new prodcut. Another device was used to complete the case. There were no adverse consequences to the patient.